Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer reported that the keyboard universal serial bus cable was found to be cut, causing it to disconnect when the drawer slid out and replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard on the manresp station was not functioning. There were no indicator lights on the keyboard, and rebooting the device did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.